Event description:
The pt received two leads with the same lot number. It was reported the pt had fallen a few times, and was no longer feeling stimulation in the correct area. It was reported the stimulation had moved lower into her legs. The pt was to be scheduled for reprogramming. Attempts to determine the status of the issue were unsuccessful.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.